Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and failed because the usb pin(s) from j3 were damaged. Pictures were taken. Receiver charge and boot testing were performed and failed because the usb pin(s) from j3 were damaged. The log was not download for review because the usb pin(s) from j3 were damaged. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.